Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the battery will not hold a charge. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Customer states battery will not hold charge, customer is requesting on site service for repair. The field service engineer (fse) verified the issue, and performed troubleshooting per the service manual. The fse replaced battery and performed the required tests per service manual. The system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
The information sent from the previous follow up report (follow up # 001) was received on 05/15/2022. The supplemental aware date (g4) should be 05/15/2022 and not 06/23/2022.